Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Previously stated that the lens remains implanted. Corrected/updated information: on (B)(6) 2018 the lens was exchanged with a longer lens. The problem is resolved. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -8.5/+1.0/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon notes refractive change over time, low vault, and lens rotation. Reportedly, lens remains implanted. No additional information available at the time of MDR submission.